Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09-mar-2020.

Event description:
It was reported that the ventilator had a crossover circuit fault error code and during extended self test (est) when the blower turns off, it does not turn back on. There was no patient involvement. The customer troubleshot with technical support and found that when powering the unit off, the circuit breakers and the blower will come back on when the unit is powered back on and the unit fails the patient block test in est. The customer reported to be unable to duplicate the reported issue after running tests. The unit was able to pass all testing with no issues.